Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/2/2020. Additional information: a manufacturing record evaluation was performed for the finished device batch pch343, xcpn8612h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. Additional h3 investigation summary: an opened sample of product code pn8612, lot # pch343 was returned for analysis. The complaint sample was not received. During the visual inspection of the open sample, the swage and attachment area were noted to be as expected. The suture was dispensed and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. A sealed box and unopened samples of product code pn8612, lot # pch343 were returned for analysis. The complaint sample was not received. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm when the event occurred for the report of "the thread breaks easily?" Yes pre-op= before use on patient? Or intra-op= during use on patient while suturing? No information. If intra-op= during use on patient while suturing then confirm the total qty involved to break during use on patient? No information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke easily. There were no adverse patient consequences reported. No additional information was provided.